Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After pre-dilation with a 2.75x15mm non-bsc balloon catheter, a 3.00 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, during placement, it was observed under fluoroscopy that the stent edge on the distal side was shifted. The device was removed from the patient and it was confirmed that the stent really got shifted. The procedure was completed using a different device. No patient complications were reported.